Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: as device was discarded, we could not obtain serial numbers and therefore it was not possible to do device history record review. Clinical conclusion: it was reported that a receiver broke while the user was cleaning it and that the red part separated from the grey part. It did not come off in his ear. The event did not require removal or cause harm to the user. The user has not experienced this issue before and is an experienced user. The hearing care professional replaced the receiver. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: based on the info provided this is a known risk covered by CAPA. All resulting actions are contained within the CAPA including assessment of risks and associated updates. Device investigation concluded: device was discarded so no device investigation could be performed. Trended case device investigation findings: adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. Adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. Assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
It has been reported that on (B)(6) 2024 the user dropped of his right hearing aid with a broken receiver. The user reported that it broke while he was cleaning it. No object was stuck in the ear, no harm or injury reported. Hearing care "professional" replaced the receiver. No further follow up information expected.